Event description:
The soft extension portion of the catheter separated at the weld during a routine angiography procedure. The physician was able to "catch" and remove the segment without patient injury.